Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Imagery was available for review in the article. Regurgitation was observed on the echo and thickened leaflets were observed on the valve. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (chronic kidney disease). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01854, 2015691-2020-11362, and 2015691-2020-11361. Article reference: qureshi, nada qaisar, et al. 'Transcatheter mitral valve in valve in valve replacement with transseptal puncture in the presence of an atrial septal occluder device.' Echocardiography 38.8 (2021): 1425-1429.

Event description:
As reported in the article 'transcatheter mitral valve-in-valve-in-valve replacement with transseptal puncture in the presence of an atrial septal occluder device', a patient underwent a valve-in-valve (viv) transcatheter mitral valve replacement (tmvr) with a 26mm sapien 3 valve in a failing surgical mitral valve and consequent atrial iatrogenic atrial septal defect (iasd). Post procedure the patient presented with severe symptomatic mitral stenosis (ms) and underwent a valve-in-valve-in-valve (viviv) tmvr with a second 26mm sapien 3 (s3) valve. Per the available information, approximately 1 year and 11 months post viv tmvr the patient presented with symptoms of dyspnea, orthopnea, and bilateral lower limb edema. A transesophageal echo (tee) was performed that demonstrated a well seated s3 valve in a mitral surgical valve. The s3 leaflets were thickened and demonstrated severely limited leaflet excursion. Color flow doppler showed flow acceleration proximal to the mv orifice and a mean gradient of 21 mm hg was obtained with continuous wave doppler confirming the diagnosis of severe mitral stenosis. This patient was deemed unsuitable for surgical intervention and was subsequently referred to the structural heart team for a possible valve in valve in valve (vinvinv) tmvr procedure. A 26 mm s3 valve was advanced from the inferior vena cava, across the new transseptal puncture, and was carefully positioned and deployed within the previous tissue heart valve-in- valve. Post-deployment echocardiographic examination was performed to establish mechanical stability of the newly deployed viviv, the mean transmitral gradient was reduced to 4.66 mmhg with no paravalvular or valvular regurgitation.